Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The camera was not producing an image due to a faulty cable. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus 4k camera head was not producing an image during preparation for a laparoscope procedure. According to the initial reporter, the staff completed the case using a similar device without any delays or harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H4: manufacture date was also added as documented in investigation attachment. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of confirmation of the device and the investigation results in the past, a likely mechanism causing the no image error might be the following: the investigation determined a faulty cable caused the image failure, however, the investigation was unable to determine the cause of the cable failure. The instructions for use (IFU) addresses this failure: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.